Manufacturer narrative:
Company clinical representative indicated the patient was in a supine position it is likely pressure may have been applied to the pad. The IFU includes a warning: "to reduce the risk of burns and pressure necroses: do not place compression stocking or device over the universal pad".

Event description:
It was alleged a female had a cesarean section procedure which took 45 minutes. The patient was in a supine position. A universal electrosurgical pad was placed on the woman's right calf. After the procedure the universal electrosurgical pad was removed by slowly pulling back one corner of the pad. The woman allegedly had a 2cm blister associated with a 3rd degree burn under an edge of the plate. The area was treated with chloramphenicol ointment and dressing. A valleylab generator was used (settings unknown). A "half body blanket" was placed over the woman's hands and chest during the procedure.